Event description:
Additional information was received indicating no anomalies or lead damage were noted following diagnostic imaging.

Event description:
It was later revealed that there was some lead damage confirmed on the right atrial lead. The device was reprogrammed to resolve the event and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was noise, decreased sensing p- wave amplitude and loss of capture noted on the right atrial (ra) lead. No intervention was performed to resolve the event and the patient was in stable condition.